Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is having problems with the sensor. Customer stated that he was just sitting in the recliner and received a lost sensor alert. Customer's blood glucose was 46 mg/dl at the time of the incident. Customer ate dinner to correct his blood glucose. Troubleshooting was performed and the customer was advised to remove the sensor. It was found that the sensor was bent. Customer stated that he was doing a lot of yard work today and was bending a lot today.